Event description:
Additional information received reported that the patient was scheduled for reprogramming. Further information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient was "doing fine" since reprogramming. The program was changed, and an impedance test was done. It was stated that "everything was fine" and there were "no malfunctions with the device".

Event description:
It was reported the patient had a loss of therapeutic effect. It was also reported the patient fell in august. The patient's stimulation was at 3 volts. She was at her healthcare provider's (hcp) office asking for assistance in increasing her amplitude to 8 v. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v970032, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).